Event description:
On (B)(6) 2012, the patient was implanted with a va locking condylar plate and screws. Postoperatively, the screws backed out of the distal holes. It was noted the plate did not pull off the femur. On (B)(6) 2013, the patient was returned to operating room for removal of hardware and was revised to a zimmer distal femur plate and screws. This is 3 of 6 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received. Placeholder.